Event description:
It was reported that the patient presented for a follow-up in clinic. Several non-sustained right ventricular over-sensing (nsrvo) alerts were received due to the implantable cardioverter defibrillator (ICD) over-sensing myopotentials. The patient was asymptomatic. The ICD was reprogrammed and the patient was in stable condition.